Event description:
It was reported that a patient presented remotely via (B)(6). Upon review of the transmission, the patient's pacemaker was found to have lost radio frequency (rf) telemetry. An rf chip malfunction was suspected as the cause of the loss of rf telemetry. The patient's pacemaker was successfully paired with an inductive home monitor on (B)(6) 2021, and remote transmissions were able to be transmitted. The patient will continue to be monitored. The patient was stable throughout.